Event description:
The physician located a neuroform 4x30 stent across aneurysm neck. The microcatheter was positioned through stent struts. The coil was deployed and prematurely detached. The coil was partially located within aneurysm and parent artery. The coil was snared and removed without difficulty. No harm to the pt was reported.

Manufacturer narrative:
Sample analysis. The implant was returned for evaluation on 05/20/08. The pusher was not available for evaluation. The attachment tether that holds the implant intact to the pusher is broken. The tether is white/opaque. This appearance is consistent with being stretched. The implant is normal in specification. The microcatheter appears normal, however, the distal end has evidence of being exposed to stress. This device appears to have been exposed to a retraction force that exceeded the maximum tensile specification of the monofilament tether. However, the root cause can not be determined as the pusher was not available for analysis.